Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Reportedly, the customer's healthcare provider (hcp) adjusted the pump settings. The customer passed out and was subsequently hospitalized. While at the hospital, the customer was treated with intravenous dextrose. Four hours later, the customer was released from the hospital with the issue resolved and no permanent damage induced. Reportedly, the customer consulted with hcp with adjusting the pump settings.